Manufacturer narrative:
Physio-control advised the service agent that the customer's device is not field serviceable and no longer under warranty. Physio-control recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A service agent contacted physio-control to report that their customer's device had a service wrench present on the readiness display. There was no patient use associated with the reported event. The service agent sent the device's electronic memory to physio-control for review where it was observed that the internal hybrid layer capacitor (hlc) batteries had been at zero (0) for a period of time which may have damaged the hlc's. This could inhibit the device's ability to provide defibrillation therapy, if necessary.